Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 1468ml, indicating the home patient (hp) drained 1388ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error; as the tidal total ultra-filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.